Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were found "bowed" after use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "the customer complained about 2 tubes which were bowed."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were found "bowed" after use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "the customer complained about 2 tubes which were bowed".